Manufacturer narrative:
A steris service technician inspected the system and found that the cause of the reported event is due to polling of the harmony iq system to the monitor. Polling is when the harmony iq system "pings" the monitor to obtain a status. Investigation of this event is currently in process. A follow up report will be submitted when additional information becomes available.

Event description:
The user facility reported that during a patient procedure their monitor powered down. No injuries or procedural delays or cancellations were reported.

Manufacturer narrative:
The steris service technician made proper repairs to the harmony iq system by removing the polling and confirmed the system to be operating properly.